Event description:
It was reported that (1) ems was used during an unknown procedure. It was reported by the rep that the surgeon felt ems was not forming staples fully. Completed the case with a new ems. There was no consequence to pt.